Event description:
(B)(4). Have history of nickel allergy. Depression, painful periods, pelvic pain, numbness in arms, legs, and sides. Fibromyalgia diagnosed in (B)(6) 2012. Symptoms of crohns disease, metalic tastes in mouth, I now have cysts on ovaries, thinning hair, migraines, sinus pressure, allergies, bladder leakage, deep muscle pain, issues with eyes, painful intercourse, stomach cramping, and memory issues.